Manufacturer narrative:
An event of left bundle branch block and complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with implanting the valve too deep. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
Clinical study patient ID: (B)(6). It was reported that a navitor 25mm valve was selected for an implant on (B)(6) 2022. There was no calcification extending beneath aortic annular plane in the interventricular septum left ventricular outflow tract (lvot) obstruction. During procedure after study device entered the patient, electrocardiogram (ECG) showed the patient developed left bundle branch block/complete left bundle branch block and the patient baseline rhythm is sinus. On (B)(6) 2022 it was reported that the patient had an episode where she passed out and had a complete heart block. Transvenous pacemaker placed with a permanent pacemaker implanted. The patient was reported to be in stable condition.